Manufacturer narrative:
Please be advised that we do not use therapy dates, as a result today's date was used. It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not returned.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Please be advised that additional information from the affiliate has stated that this complaint was previously reported under com-(B)(4). This report is being filed as the event description different from the original complaint.

Event description:
Please be advised that this complaint states that multiple revisions occurred that could be a result of possible blockages due to biological debris from 1998 ¿ 2013. The following incidents are being reported: the customer stated: my son (B)(6) is suffering through hydrocephalus from his birth. A low pressure shunt has been implanted to his body in year 1991. He has been treated under dr (B)(6) (neurosurgeon) in (B)(6) hospital. 1. In 1998 again due to some medical reasons a new low pressure shunt has been implanted to his body under shunt revision surgery. 2. In 2004 again due to his body growth the shunt stopped working properly and a new low pressure shunt is again implanted. At that time it was not possible for me economically to implant programmable shunt. 3. Again in 2011 due to some kind of dysfunction, it was necessary to do the shunt revision ones again. That time also my economic condition was not wealthy. But doctor suggested me that the patient is shunt dependent and it will be better for his future life to implant programmable shunt concerning the repetitive surgeries. For only that purpose we decided to go for programmable shunt without thinking about its cost. On (B)(6) 2011 codman company¿s programmable shunt has been implanted to patient. 4. But unfortunately again in one year the tip of the shunt(upper part) got blocked due to some reasons and the patient again suffered through a shunt revision in (B)(6) 2012. At time of surgery the pressure was maintained at 110. After recovery, the patient was normal for next 5-6 months. But then in (B)(6) 2012 again his headache started. According to doctors suggestion, the shunt pressure has been checked through x-ray. Then we came to know that the pressure got automatically changed from 110 to 30. Everyone was unable to find out reason behind that. Then doctor decided to change pressure according to his needs and for next 3 to 4 month pressure has been changed again and again. But headache doesn¿t stop. Then doctor decided to block shunt completely. And we came to know that the water was draining at complete blocked pressure. This results onto conclusion that shunt device was defective. 5. Doctors were damn sure about the device and feedback from customers. So they decided to implant a new shunt on (B)(6) 2013. As per that they implanted new shunt again. And pressure was again set at 110.after that there was not any problem for next 5 months. Doctors also forwarded defected shunt to your company for further investigation through distributor 6. I am telling all this matter to you because same problem has occurred again. Pressure got automatically changed from 110 to 150 without any reason. Doctor has again changed it to 110.again we changed pressure on (B)(6) 2013 110 to 130 every time confirmation of pressure we need to take x-ray for pre & post which is costly. I hope you have provide advanced machine which is shown exact pressure.